Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 14f amplatzer torqvue 45x45 delivery sheath (tv45x45) was selected for use to implant a 28 mm amplatzer amulet (acp2) during an laa closure procedure. The procedure was successful; however, at the end of the procedure, a tamponade was discovered due to a perforation in the left atrium. While still under general anesthesia, a pericardiocentesis was performed and surgical intervention was performed to stop the tamponade. The origin of the tamponade is unknown. The acp2 remains implanted and the patient was reported to be recovering.